Event description:
It was reported that the atrial lead was not capturing. The lead was sensing appropriately and impedance was normal. The lead remains in use and no patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. S603, competitor implantable pulse generator, (B)(6) 2011; 4457, competitor implantable pacing lead, (B)(6) 2011.